Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. One kink found on the inner lumen/catheter tubing near the y-fitting approx 76.5cm from the iab tip. Product eval: the technician attempted to insert a 0.025" laboratory guide wire through the inner lumen and resistance was only felt at the kinked location. Conclusion: a kink in the inner lumen can cause difficulty during aspiration/flushing of the inner lumen. It is difficult to determine when the kink occurred. It may have occurred during iab removal, during iabp therapy, from pt movement, or while packaging/shipping the iab back for eval. (B)(4).

Event description:
Iab placed in cath lab around 2230 on (B)(6) 2012. Pt transferred to ICU. Physician called around 0400 due to deterioration in pt condition. Pump showed no waveform and aortic lumen was clotted. Unable to draw blood back from line. Pressure bag infusing ns with 1000 units heparin fully inflated to 300 mm hg during ICU stay. Iab removed by cardiologist. Report being filed as it is unusual to have a balloon clot.